Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly displayed restart alerts during and after a supply change, including consecutive ¿restart 38¿ notifications consistent with a motor stall, and a subsequent firmware update attempt failed with temporary non-responsiveness; a dry run was attempted, but the device displayed an unable to proceed alert on rewind without supplies, and the pump was replaced. Symptoms included device alarms with interrupted insulin delivery risk; blood glucose was initially unaffected, and the user transitioned to backup therapy. Outcomes included interruption of pump therapy and reliance on backup therapy; no injury, hypoglycemia, hyperglycemia, or hospitalization occurred. Investigation included review of device performance history, user reports, and remote troubleshooting. Investigation of this device revealed repeated motor stall behavior aligned with a stalled motor condition in the insulin delivery mechanism consistent with a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction of the motor assembly with inability to proceed through rewind.